Event description:
It was reported that a lead perforation was suspected. It was also noted that during the procedure, the patient had a drop in blood pressure which resolved. The patient also complained of pain in the chest at the pocket site. The physician noted fluid around the heart 1 day post implant. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.